Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and a rise in shock impedance measurements that remained within normal range. This patient underwent a lead revision procedure in which this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.